Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. The letter stated patient presented with pain on lower right extrusion of #24 & 25, mobility in anterior region. It is in the patient's best interest to stop treatment to prevent long term damage.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.